Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with a pocket infection and the system was replaced. An allergic reaction was suspected. The lead was capped and replaced on (B)(6)2014.